Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into an outlet known to work and wait at least 30 consecutive minutes for the pump to begin charging. The customer declined further assistance from technical support regarding the issue.